Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery using coriograph, when the surgeon went to mill the distal femur the anterior medial model was missing purple, and did not include the entire distal bony surface in the cut plan. The surgeon was not able to burr the most anterior portion of the cut, but could burr the rest of the cut and the femoral block lugs. The surgeon was able to remove the additional bone with a saw and validated with a virtual angel wing the cut was accurate. The procedure was resumed, without any delay. No injury was reported as a consequence of this issue.